Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 days post implant of this 32 mm mitral annuloplasty ring, it was explanted and replaced with a 28mm mitral annuloplasty ring for unknown reasons. No additional adverse patient effects were reported.  Medtronic received additional information that immediately post implant of the 28mm mitral annuloplasty ring it was explanted and replaced. After suturing the ring down securely, testing demonstrated significant central regurgitation. No additional adverse patient effects were reported.